Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. Unable to duplicate the syringe flange not in place during syringe test. Error history log review found a syringe flange not in place error. The root cause of the reported issue was found to be due to the customer loading the syringe flange outside of the ear clip instead of between the ear clip and pump. Actions were taken to mitigate the reported issue: performed preventative maintenance and all functional tests.

Event description:
It was reported that the plunger was very lose and the alarm on the pump is saying "plunger not in place". No patient injury was reported.